Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
User facility reported that during use of the device for pericardial and pleural drainage there was bleeding and cardiac tamponade. Surgical intervention was needed to correct this issue. No further adverse effects to patient were reported. Additional information has been requested; none has been provided at this time.